Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/18/2019. Additional: received one piece of 15fr drain (the fluted part), 13 cm long. The broken surface has very indented character, distinctive for breakage following initial cut/nick. Silicone material is known for its ability to tear easily in the area of slightest nick or cut. The drain might tear following some damage in use. Additional information was requested and the following was obtained: the procedure name was aortic valve replacement. Milking was done by hand with purified cotton. There is no extension of the hospitalization period, the patient's condition is stable. On (B)(6), when trying to remove drain applied to mediastinal, the surgeon felt resistance. It could be considered that there is a possibility that something caught the drain. When the shape of the removed drain was checked, it looked like the tip of the drain was chipped. It was thought that the drain was caught in the breastbone and the fragments remained, and it was taken as a follow-up observation. On (B)(6), when contrast CT was taken, it was found that 10 cm of the mediastinal drain was left in the center from the subcutaneous bone at the lower end of the sternum. It was considered that the drain was caught on the suture between the broken part of the drain and lower end of the incision part or caught on the xiphocostal end. On (B)(6), lower end of the incision part was reopened with local anesthetic. The remained drain was removed. The operation was completed with no problem. And there were no adverse consequences to the patient after that. The surgeon opined that there was a possibility that, when the drain was removed, the drain was caught on the xiphocostal end and then breakage occurred. The surgeon opined that there was no problem of the strength of the drain. The patient was small body, so the xiphocostal end and inserted point of the drain was close.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: initial procedure date? (B)(6) 2018. What tissue and location was the drain placed in? The drain was applied to mediastinal. Was any deficiency or anomaly noted with the drain prior to or during insertion? No information. Does the surgeon believe there was any deficiency in the drain? The surgeon thought that there was no problem of the strength of the drain. How was the drain fixated in place? No information. Can you identify the lot number of the drain? Unknown. Did the drain function properly? No information. The drain could be used without problems until it was removed. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? There was a possibility that, when the drain was removed, the drain was caught on the xiphocostal end , and then breakage occurred. What is the current condition of the patient? The patient is in the hospital as of (B)(6). There is no plan to extend the hospital stay. What are the patient gender, age, weight and bmi? The patient is (B)(6) male. What is the tracking number for device return to cg labs? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2018 and drain was used. The event date is unknown. The drain was broken when removing the drain from the patient¿s body in ICU. The broken piece remained inside the body. The reoperation to remove the broken piece will be performed at a later date. The lot number is unknown. Further details are not provided.